Event description:
It was reported that a user stated the pump was driving blood glucose down and triggering alarms, consistent with hypoglycemia of unclear cause. Symptoms included low blood glucose alerts. Outcomes included no reported medical intervention, hospitalization, or long-term impact.

Manufacturer narrative:
Investigation of this case revealed no confirmed device malfunction or identifiable root cause. It was concluded that the cause of the hypoglycemic events could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed. This MDR is being submitted late due to technical issues associated with the initial electronic submission. An initial MDR was prepared and submitted on 23-oct-2025 within the required reporting timeframe; however, due to technical submission issues, the report was not successfully received by FDA. This report is submitted upon resolution of the technical issue to ensure complete and accurate reporting.